Event description:
It was reported that during a laparoscopic splenectomy procedure, the device emitted infrequent tones. Surgeon got a bleeder and converted to open to stop bleeding. No other patient consequence reported.